Event description:
It was reported that the subject device had foreign material in the air/water nozzle. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an image of the foreign material was provided; however, the type of material or root cause could not be determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.